Event description:
A healthcare facility in (B)(6) reported that the gas outlet port of an rd900agu neopuff infant resuscitator was broken. This was observed before use on a patient.

Manufacturer narrative:
(B)(4). Method: the complaint rd900agu neopuff infant resuscitator was returned to fisher & paykel healthcare (fph) service center in (B)(4), where it was inspected by a trained fph service engineer. Our investigation is accordingly based on the service report provided by fph service center and results of previous investigation on similar complaints. Results: the service report stated that the gas outlet port of the subject neopuff unit broke off. A lot check revealed no other complaints of this nature for lot number 111101. Conclusion:the neopuff is a portable, reusable device used to assist in the delivery of respiratory breaths to infant until adequate spontaneous breathing occurs. Being a portable device, the neopuff can be susceptible to impact damage, for instance when accidentally dropped or subjected to considerable external force. It is most likely that the physical damage to the gas outlet port was caused by some sort of impact. The neopuff technical manual states the following: "dropping the neopuff infant resuscitator or other similar forms of impact may cause damage resulting in incorrect operation of the unit. If you suspect damage to have occurred, please perform checks as outlined [in the manual] before connection to a patient." All neopuff units are visually inspected and performance tested before leaving the production line and those that fail are rejected. This suggests that the neopuff unit was damaged after it was released for distribution. The fascia and valve system were replaced at the fph service centre, and the subject neopuff was returned to the healthcare facility after passing the performance check specified in the neopuff technical manual.